Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced lightheadedness. The cgm was reading low mg/dl, therefore the patient self-treated with 2 doughnuts and a smoothie without testing their bg via fingerstick for comparison. The patient¿s wife called the paramedics, and the patient was brought to the hospital. At the hospital, the patient¿s bg reading was 588 mg/dl (no cgm reading available for comparison). The hospital treated the patient with a ¿bag of fluids¿ and was then discharged home. Patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.